Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-08223 and 1627487-2014-08224. It was reported the patient is experiencing pain and swelling at her scs ipg site. It was additionally reported the patient's scs system stimulation has allegedly been ineffective since implantation. Surgical intervention is planned for a later date to address the issue.